Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine continuously leaked from the minicap since the transfer set was exchanged approximately 3 months ago. This event occurred during use with patient involvement. The transfer set was exchanged to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which identified a damaged dark blue connector. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing; leak testing failed. The reported problem was verified. The cause of the leak was determined to be a damaged dark blue connector. The cause of the damaged dark blue connector was undetermined. Should additional relevant information become available, a supplemental report will be submitted.